Manufacturer narrative:
(B)(4). Info was not provided by the affiliate. Info anticipated, but unavailable at this time.

Event description:
It was reported that during a low anterior resection procedure, could not remove the instrument. Removed it aggressively and two staples were left in the main body. There was some distance between each staple. The case was completed with additional suture. There was no reported pt consequence.